Manufacturer narrative:
The product was not returned for analysis. Only photos were provided. Photos of the implanted lens were provided. There are lines/marks on the iol that have the appearance of a possible fold lines. No determination can be made from the photo. Additional information: the complainant states the use of company iii d cartridge and pe-ha visco which are not qualified to be used with the associated iol model. Video review: the only thing that immediately stood out is the cartridge being rinsed before the ovd is added and the amount of ovd being placed into the cartridge. It appears the ovd is only being placed at the loading area, which isn t sufficient. Ideally, the cartridge should be filled 2/3 with ovd." While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified combination. The use of non-qualified combination may result in delivery issues and/or damage. In addition to this, the video was provided as an example of the surgeon¿s technique. On the provided video it appears the ovd is only being placed at the loading area, which isn t sufficient. Ideally, the cartridge should be filled 2/3 with ovd. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two (2) patients experienced a crack in the implanted intraocular lens (iol) implant after a procedure. The healthcare professional stated they checked the lens prior to implantation and there were no visible cracks. This record is for the second patient with the event occurring in the left eye on this date of event. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that all surgeries were completed and the iols remain implanted so far.